Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient's device prevented therapy for a ventricular tachycardia episode due to noise on the right ventricle lead. The lead and the device were explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing episodes of dizziness, lightheadedness, and palpitations. Upon device interrogation, it was noted that therapy was withheld due to noise on the patient's right ventricular lead during a ventricular tachycardia storm. The lead was explanted and replaced. The patient's condition was stable during after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasion was noted at 12.0-12.5 cm from the connector pin consistent with lead friction to the device can. The etfe coating was abraded at this location. In addition, both non-functional cables appeared to be abraded and one non-functional cable melted at this same location. This is consistent with the observation from the field of noise.